Manufacturer narrative:
Zimvie complaint number (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported via a telephone call that a screw fractured and required removal. The tooth site information was not provided.